Event description:
The customer reported that during an unspecified procedure, the insulation was buckling (detached teflon jaw). There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for preliminary evaluation. The evaluation found the teflon pad of the grasping section was detached from the securing pin. The detached teflon pad was visually inspected and showed signs of wear and tear. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM confirmed the outer sheath of the grasping section to be loose and buckled. It is believed that excessive force was used when the device was inserted and withdrawn from the trocar.